Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe had a cutting failure during a cataract - vitrectomy procedure. The status of the aspiration function was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and it was deemed nonconforming. The cutter did not close completely in the port opening. Cut testing was performed and it was deemed nonconforming. The probe's cutting was choppy. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was present when removing the inner cutter from the needle. The inner cutter was slightly bent. Wear marks are present at the bend area and the cutting edge and down the front of the inner cutter. Actuation was retested after the probe was disassembled and the testing was then deemed acceptable. The most likely root cause of the poor cutting appeared to be from a combination of the cutting edge becoming worn from its 30 minutes of surgical use and from the bent inner cutter tip that will impede the movement of the cutter shaft. How the tip became damaged during the surgical use cannot be determined from this evaluation. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. (B)(4).